Manufacturer narrative:
The three visu-loc clip appliers used in this surgical procedure and their lot#, date of mfg., and expiration date is given below. There was no harm to the patient. 00126124 mfg. Date. 1/6/2016 expiration date 11/28/2018. 00126124 mfg. Date. 1/6/2016 expiration date 11/28/2018. 00127393 mfg. Date 4/12/2016 expiration date 02/28/2019.

Event description:
During a laparoscopic procedure sleeve procedure, three clip appliers were used. All three clip appliers used in the procedure jammed. There was no harm to the patient.